Event description:
It was reported that a pseudoaneurysm and hospitalization occurred. A patient underwent a pulse field ablation (pfa) procedure using a faradrive steerable sheath and farawave catheter. The patient was hospitalized overnight due to unrelated circumstances. Prior to discharge, an occult pseudoaneurysm at the femoral access site was identified via manual palpation and ultrasound. With manual pressure the aneurysm thrombosed which was confirmed via ultrasound two (2) days post index procedure. The patient recovered and was discharged in a stable condition two (2) days post index procedure.

Manufacturer narrative:
A1 patient identifier: (B)(6). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.